Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead exhibited high pacing thresholds and high out of range pacing impedances. A revision procedure was performed and this rv lead was replaced. No additional adverse patient effects were reported.